Event description:
A report was received that the patient lead was protruding through the skin. The patient's lead was placed on her face as she was treated off label for facial pain. The physician replaced the patient's lead and is reportedly doing well.

Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility.